Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was performed with a proglide device using the pre-close technique via a 6f sheath prior to a coronary cryoablation procedure. Reportedly, after closing the access site with the proglide, hemostasis was achieved; however, the physician kept pulling the suture and the suture ripped (but not into two pieces). Hemostasis was still achieved with the proglide sutures. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.